Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of virus, swelling, and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of virus, swelling, and hardening as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate."

Event description:
Healthcare professional reported approximately 2 months after injection to the cheeks and lower face with juvederm voluma as well as concomitant injection to the marionettes, mental crease, and canine fosser with juvederm volift with lidocaine and injection to the chin with juvederm volbella with lidocaine patient developed swelling at the injection sites. Reporter suggested anti-histamines and an anti-inflammatory and as the patient had had a virus [they] felt it was due to this." Upon review, prescribing physician also noted "all areas had gone hard" and patient was prescribed keflex.